Event description:
During 1977, after three surgeries, rptr's problems started with different allergies. She took allergy shots every week for about 10 yrs. During 1977, she started getting sores (10 to 20) over different parts of her body. They took from three to six months to heal. They would leave bad scars. She would have sore throats and colds continually. Also, she had lung problems and joint pain. She stayed sick so much she lost her job. She has been sick ever since with multiple skin abscesses, arthralgias, pain in toes, knees and back. She also had pain in the breasts from spherical contraction. She goes to dr at least monthly, sometimes more. For the past 10-15 yrs her medications have included, voltaren, prozac, tylenol #3, xanax, excedrin and cortisone shots. Other modalities that have been used have included gamma globulin, b-12, antibiotics, etc. Her symptoms started about four yrs after implantation. Rptr states all of her surgeries were performed by a respectable plastic and reconstruction surgeon and at a large, major hosp. A report on rptr's mammogram noted that the left implant suggests "localized rupture in the past which may be contained within a fibrous capsule." A "smooth mass" is also noted "in the tail portion of the left breast." The rptr is being referred to a general surgeon for his eval of the mass, and it is recommended that the implants be removed with their capsules. Event date: 12/14/73. Implant dates: 12/7/73, 2/21/74 and 8/1/74.